Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, on (B)(6) 2023 the customer went to the emergency room and subsequently was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of "high", specific value was not provided. At the time of the report with tandem technical support there was no additional information available and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.